Manufacturer narrative:
The correction of d4 version or model # and d4 catalog # fields deems required. This is based on the internal evaluation. Previous d4 version or model #: ard569202911. Corrected d4 version or model #: ardpwt209005a. Previous d4 catalog #: ard569202911. Corrected d4 catalog #: none. Getinge became aware of an issue with one of surgical lights - powerled ii. The designated complaint unit employee confirmed based on photographic evidence the paint chipping and rust was visible on suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the analysis performed by subject matter expert: this issue of rust on those parts was known with our former supplier and we already had few cases like this. Maquet follows carefully now this issue and among the 332 pieces we had in stock with the new supplier no trace of rust has been detected. The first batch with this new supplier (tmi) was in july 2024 so about this case this part was paint with the former supplier. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: medzentrum klinikum bayreuth gmbh. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. The designated complaint unit employee confirmed based on photographic evidence the paint chipping and rust was visible on suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.